Event description:
The customer indicated that the patient went into "hemophilia shock" during a liver procedure. The customer stated that the patient bled extensively because the generator was not activating the electrode. The patient recovered; however, an extended hospital stay was required.